Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication it was provided to livanova the laboratory report confirming the positivity of the device to mycobacterium chimaera. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Complaints database review revealed that three previous contamination event occurred since unit installation in 2017. Taking into account the available information, it cannot be excluded that the source of contamination is related to location where device is used and remains unknown. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium avium chimaera. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in badalona, spain. Through follow-up communication livanova learned the following information: the device is cleaned regularly as per instructions for use; water quality monitoring is applied and the h2o2 checked every day as prescribed by device instructions for use; when the device is not used, it stays full during the week with daily monitoring, and it is empty on fridays; 3t aerosol collection set is replaced after the allowed use period; the device is placed inside the operation theatre during use, with the fan positioned towards the wall, opposite to the surgical field, at an estimated distance between the surgery field and the device of 4 meters. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.